Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
For this dependant patient, the battery voltage of the subject ICD is 2.7v. The center would like to know when the recommended replacement time (rrt) will be reached and whether the short longevity is normal based on the programmed parameters. The next follow-up is scheduled in (B)(6) 2017.

Manufacturer narrative:
The subject ICD was explanted and returned for analysis.

Event description:
For this dependant patient, the battery voltage of the subject ICD is 2.7v. The center would like to know when the recommended replacement time (rrt) will be reached and whether the short longevity is normal based on the programmed parameters. The next follow-up is scheduled in july 2017.

Manufacturer narrative:
Adverse event or product problem, outcomes attributed to adverse event corrected.

Event description:
For this dependant patient, the battery voltage of the subject ICD is 2.7v. The center would like to know when the recommended replacement time (rrt) will be reached and whether the short longevity is normal based on the programmed parameters. The next follow-up is scheduled in (B)(6) 2017.

Event description:
For this dependant patient, the battery voltage of the subject ICD is 2.7v. The center would like to know when the recommended replacement time (rrt) will be reached and whether the short longevity is normal based on the programmed parameters. The next follow-up is scheduled in (B)(6) 2017.